Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (B)(6) revealed that "recharger problem, cannot continue, call medtronic. Recharging ended." Message was shown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient (pt) was having issues charging their implant and the issue began yesterday. Caller stated pt would get system problem rm03 message when charging their implant. Caller noted pt had 2 implants and caller was not sure if the issue was with the 2018 or 2019 implant, but caller did mention that it was their arm implant that the pt had difficulty charging. Caller also noted pt would mention sometimes it would get hot but caller confirmed the recharger cord did not get hot all the time, just here and there. During the call patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen. Caller also changed the date and time settings on the controller. Caller got no device found message on the controller and ps reviewed information. Caller plugged the recharger cord and got no device found message and caller pressed recharge. Caller went through passive recharge mode twice and got 0 for all low, middle, and high numbers. On the third time going through passive recharge mode caller got 0 0 and 6 2. Ps reviewed recharger cord exchange process with the caller. Caller then noted that they used the other recharger cord to charge the pt's implant and the issue did not resolve. Ps reviewed with pt that we could replace the controller first and caller demanded a replacement controller and recharger cord even though ps attempted to review information with the caller. Caller noted the other cord worked for the pt's leg implant.